Event description:
It was reported that a red alert was received indicating that this implantable device had entered safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.